Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the lead was explanted and replaced on (B)(6) 2016. During the procedure, the doctor noted the top of the existing lead (silicone) was missing. The issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4)

Event description:
It was reported the patient could no longer feel the stimulation. An impedance check revealed no anomalies. X-rays were taken and the doctor was concerned about a few spots on the lead. Troubleshooting was attempted without success. As a result, the patient will undergo surgical intervention.